Event description:
A clinical study patient presented at the 6 month post-operative exam for laser vision correction with a loss of best corrected visual acuity (bscva) of 2 lines in the left (os) eye. The patient's pre-op bcva in the os eye was 20/10 and the post-op bscva in the os eye is 20/16. The post-op uncorrected visual acuity in the os eye is 20/25. At the 9 month post-op exam the patient's vision had improved to 20/16/ bscva in the os eye.

Manufacturer narrative:
The adverse event was reported as part of an investigation study follow-up. No service or inspection was requested or is required for the equipment. No further information is available.